Manufacturer narrative:
Photo evaluation completed on july 11, 2021: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female who underwent a primary breast augmentation with a mentor tissue expander, 400cc saline implant experienced left-sided deflation intraoperatively. The doctor used another implant with cat#:3504303m / sn#: (B)(4) on (B)(6) 2020, and completed the procedure. No patient consequences or adverse event reported.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 11, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample exp rect remote 400cc, no apparent damage or anomalies were observed on the tissue expander. The injection reservoir was also returned and the visual analysis revealed there were no apparent damage or anomalies observed. Leak testing was performed on the tissue expander and the microinjection reservoir in accordance with mentor procedures, and no leak sites were detected. The event described could not be confirmed as the tissue expander was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On november 15, 2021, mentor became aware that in the previous submission follow up report 2, device return date under field d9 was incorrectly reported as september 5, 2021. It has corrected to september 8, 2021 on this form. Manufacturer¿s reference number: (B)(4). D9: date device returned to manufacturer.